Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's right ventricular lead. The patient will continue to be monitored without intervention. No adverse patient consequences were reported.